Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. It was reported surgical intervention was undertaken on (B)(6) 2016 wherein the lead was explanted and replaced with a new model due to lead migration. Reportedly, the ipg was electively explanted and replaced with new technology.